Event description:
It was reported that the device didn't open after firing but opened after several attempts. It was reported that there was some bleeding to the vessel. There was no consequence to the pt.